Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 20, 2018 that a flexiva (tm) ID tractip laser fiber was opened for use in a ureteroscopy or stone removal procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body broke about one foot from the connector upon removal from the package. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID tractip laser fiber was opened for use in a ureteroscopy or stone removal procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body broke about one foot from the connector upon removal from the package. The procedure was completed with another flexiva (tm) ID tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of  fiber broke. Investigation results: a flexiva ID tractip laser fiber was returned broken into two pieces. The first piece measured approximately 14.7 cm from the top of the connector to the break. The second piece measured approximately 300.6 cm from the break which includes the distal tip. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.